Manufacturer narrative:
E1.initial reporter address 1:(B)(6).

Event description:
It was reported that a device fracture occurred. The 3.0mmx20mm, stenosed target lesion was located in the moderately tortuous and moderately calcified with nodules right coronary artery (rca). During the procedure, it was noted that the tail end of a 6f guidezilla ii was fractured. The device was simply removed from the patient and the procedure was completed with another guidezilla. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood in the shaft of the device. The collar weld plate was kinked. There were no further damages or irregularities.

Event description:
It was reported that a device fracture occurred. The 3.0mmx20mm, stenosed target lesion was located in the moderately tortuous and moderately calcified with nodules right coronary artery (rca). During the procedure, it was noted that the tail end of a 6f guidezilla ii was fractured. The device was simply removed from the patient and the procedure was completed with another guidezilla. There were no complications reported and the patient was stable post procedure.